Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2qm6g, implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead. Product ID 978b128, lot# va2qm6g, unknown, explanted: (B)(6) 2026; unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI #: (B)(4); product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pain along electrode line shortly post-op, decreased effectiveness; electrode position unchanged in the MRI from (B)(6) 2023. The patient was then absent for three years, and now presented again with increasing pain and palpable tissue growth along the electrode line bilaterally, more pronounced on the right than on left. The MRI now shows a fracture of the right lead (distal to the anchoring hooks). The painful tissue growth on right was located at site of lead fracture, and on left at the site of an electrode loop. No cause known. Xray and removal of the lead and the implantable neurostimulator (ins).

Event description:
Additional information was received from the manufacturing representative. They noted that the second electrode and the ipg are still implanted and active.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6) revealed that the device passed functional testing. H3: analysis of the returned lead (l/n: va2qm6g) revealed that all conductors of the lead were broken 6cm from the distal end. There were no reported shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.